Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump wake button had to be pressed multiple times before the screen would illuminate. Blood glucose was not impacted.